Event description:
The manufacturer was contacted in reference to black smoke is coming out from an everflo oxygen concentrator with risk of ignition. There is no reported allegation of harm. The third-party service center was unable to complete the investigation. Due to the thermal malfunction, the device will be forwarded to the manufacturer¿s product investigation lab (pil) for additional testing and investigation. A final report will be sent once the investigation is concluded.